Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl, 311 mg/dl and highest was 592mg/dl. Later, the blood glucose value was low 43 mg/dl, ate something this morning. Insulin flow blocked alarm was also reported which was resolved by complete set change. Customer declined troubleshooting for high blood glucose level. The insulin pump is not expected to be returned for analysis.